Event description:
Device 1 of 2: reference MFR report#1627487-2018-08625. Additional report received identified that therapy was confirmed post-lead replacement. Reportedly, issue was resolved.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#1627487-2018-08625. It was reported the patient was unable to experience effective therapy. As a result, surgical intervention was undertaken wherein the leads were explanted and replaced.